Event description:
It was reported that the patient experienced syncope. The pulse generator exhibited ventricular oversensing which resulted in pacing inhibition. The ventricular sensitivity was adjusted and the pulse generator remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.